Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: balloon kyphoplasty at the single inter-op image provided, shows cement in pedicle access"approaching hole" laterally. This is caused by placement of too much cement and removal of the pedicle access cannula without its inner introducer. Root cause is surgical technique.

Event description:
It was reported that on (B)(6) 2016, the balloon kyphoplasty surgery was performed at th12 for compression fracture, following surgical technique. Intra-op, the cement leaked to an approaching hole on the left side when the surgeon finally pulled out the introducer and the bfd. It was considered that the cement flowed back before it hardened and leaked out of the vertebral body by pushing the introducer. There was no problem observed with the viscosity of the cement. The cement that hardened in the approaching hole outside the vertebral body was removed while the cement inside the vertebral body remained inside the patient. There was no problem reported with the cement injected into the vertebral body. The procedure was delayed for less than 60 minutes. No patient injury was reported. Height difference between left and right sides of devices was not found. No patient complications were reported.